Event description:
It was reported that on (B)(6) 2010 the patient presented for treatment for management of back pain. An MRI was performed. On (B)(6) 2010 the patient underwent a spinal surgery including direct lumbar interbody fusion of l3-l4, lumbar discectomy l3-l4, posterior spinal instrumentation l3-4 using pedicle screws, posterior spinal fusion using autograft and allograft at l3-4, exploration of l5-s1, and lumbar laminectomy of l5-s1 with bilateral foraminotomy. The surgery was performed in the lateral position with the right flank up. Immediately post-op, the patient had decreased leg pain, but increased severe back pain and abdominal pain. The patient was discharged on (B)(6) 2010. On (B)(6) 2010 the patient presented to the emergency room for severe pain, and underwent an exploratory surgery. The surgery reportedly found that the patient had a perforated cecum described as a "through-and-through colostomy which created from the previous trocar site entry - through the right flank through-and-through the colon into the iliopsoas muscle". The patient underwent additional surgery to repair the colon, and required months of antibiotic therapy. The patient has developed psychiatric and emotional injuries, mental anguish, suffering, and distress. The patient reportedly underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.